Event description:
A critically ill, unstable patient on multiple infusions was being transported emergently for a test/procedure. The double chamber infusion pump failed midway during transport. The nurse disconnected a non-critical therapy from another working pump that was safe to infuse via gravity. Then, the working pump was reprogrammed to infuse the critical therapy from the malfunctioning pump until a replacement pumpcould be obtained. This is the second time this happened in one day on two different pumps. Our biomedical engineering department found that the alaris infusion pump suffered two "entire instrument illegal resets." According to the alaris tech support, these errors are microprocessor errors and the instrument is in need of repair. The pump(s) were sent to the manufacturer for further analysis and repair.